Event description:
It was reported that the customer accidentally delivered too much insulin by incorrectly entering bolus values into calculator. The customer's blood glucose (bg) level subsequently decreased to 40 mg/dl. Reportedly, the customer required assistance and was given orange juice by a family member. Recommendation was made to consult with healthcare provider regarding diabetes management.